Event description:
It was reported that during ipl treatments, six patients sustained second degree burns. No additional information regarding medical intervention, patient progress, or event outcomes was provided.

Manufacturer narrative:
Additional catalog # gal17000. An evaluation of the subject device by a lumenis technical specialist concluded that there was no related device malfunction. No additional information regarding medical intervention, patient progress, or event outcomes was provided. Should additional information be reported, a follow up MDR will be filed.